Manufacturer narrative:
Evaluation of the returned device found the head end, left caster, will not lock when other brake pedals are engaged. The caster must be locked and unlocked manually. The defective caster was removed and replaced with a new caster. Engaged locking and unlocking pedals, and the casters all operate as designed. Review of DHR for e-gurney sn (B)(4) found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
Customer reported the gurney has all 4 casters not working. Customer put a patient on the chamber yesterday thinking the wheels were locked (breaks were all down) and the gurney flew out from underneath him. The gurney braking system is constantly breaking down.